Event description:
(B)(6) hospital returned their mayfield swivel adaptor (40a1018) to have the starburst teeth inspected. The hospital is concerned about whether this is safe for use.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough evaluation of the returned mayfield swivel adaptor and have provided the following; in summary the torque knob threads were bent by end user and the swivel sleeve teeth were worn from routine use. This unit was manufactured in 2002 with no previous service history. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.